Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty diode on the hv module.

Event description:
During biomed testing, the device failed to output pacer current. Complainant indicated that there was no pt involvement in the rpeorted malfunction.